Manufacturer narrative:
Unable to confirm adhesive anomaly on the enlite sensor due to the sensor was returned opened and used.

Event description:
Customer reported via phone call that the sensor was reading low through the night and the insulin pump went into threshold suspend. The customer's blood glucose was high in the morning, customer tried to calibrate but had to change the sensor. Customer also reported having issues with the adhesive on the sensor. Blood glucose value is unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.